Manufacturer narrative:
DHR reviewed and no anomalies were identified.

Event description:
It was reported that metal shavings were inside the lag screw.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure in the left main stem, performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician pulled the deployment suture, it "hung up" and the stent would not fully deploy. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.